Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an ultrasound-guided puncture drainage with axios stent placement procedure performed on (B)(6) 2024. During the procedure, there was resistance during the attempted deployment and the stent's first flange was deployed in an incorrect location. Subsequently, the stent was attempted to be resheathed; however, it could not be pushed for recapture. The stent was then fully deployed and was removed using forceps and snare. The procedure was completed with another axios stent. The patient's condition following the procedure was reported to be stable. Reportedly, the patient developed a fever that lasted for five days and was able to recover without subsequent complications.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an ultrasound-guided puncture drainage with axios stent placement procedure performed on (B)(6) 2024. During the procedure, there was resistance during the attempted deployment and the stent's first flange was deployed in an incorrect location. Subsequently, the stent was attempted to be resheathed; however, it could not be pushed for recapture. The stent was then fully deployed and was removed using forceps and snare. The procedure was completed with another axios stent. The patient's condition following the procedure was reported to be stable. Reportedly, the patient developed a fever that lasted for five days and was able to recover without subsequent complications. Additional information received on october 18, 2024. In the physician's assessment, the fever was not related to the axios stent.

Manufacturer narrative:
Blocks b5 and h6 (patient codes) have been updated with additional information received on october 18, 2024. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an ultrasound-guided puncture drainage with axios stent placement procedure performed on (B)(6) 2024. During the procedure, there was resistance during the attempted deployment and the stent's first flange was deployed in an incorrect location. Subsequently, the stent was attempted to be resheathed; however, it could not be pushed for recapture. The stent was then fully deployed and was removed using forceps and snare. The procedure was completed with another axios stent. The patient's condition following the procedure was reported to be stable. Reportedly, the patient developed a fever that lasted for five days and was able to recover without subsequent complications. **additional information received on october 18, 2024** in the physician's assessment, the fever was not related to the axios stent.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully deployed and expanded. Media inspection on photos provided also observed that the stent was fully deployed and expanded. Visual inspection found that the inner sheath was kinked. No other problems were noted with the stent and delivery system. Product analysis could not confirm the reported events of stent difficult to reconstrain and stent difficult to deploy because these events occurred during the procedure and are not possible to replicate in the laboratory of analysis. The investigation concluded that the reported event of stent positioning issue is a known potential complication associated with the use of this device and that the additional observed event of inner sheath kinked was most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) that could have resulted in this encountered device damage. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.